Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No ramping numbers or sticking noted. The device had stripped battery cap coin slot cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was performed. The device was returned for analysis.